Manufacturer narrative:
(B)(4). The baxter alert date has been updated to reflect the date that baxter was notified of a patient infection on (B)(4), 2010. The baxter aware date had been updated to reflect the date that baxter confirmed the diagnosis of peritonitis on (B)(4), 2010.

Event description:
It was reported that a pt underwent a kyphoplasty procedure. The procedure was completed without incident. Reportedly, the physician left the operating room and was called back as the nurse was doing compressions as the pt was brought back to the holding area. The pt expired. The physician stated that the pt died of a heart attack and he did not feel it was related to the kyphoplasty procedure. No additional info was reported.

Event description:
On (B)(6) 2010, baxter product surveillance contacted the homechoice patient (hp) for follow-up on an unrelated issue. The hp stated he is temporarily on hemodialysis due to an infection. On (B)(6) 2010 product surveillance contacted the peritoneal dialysis nurse who confirmed the infection was peritonitis. She explained that patient had bowel issues and was admitted to the hospital on an unknown date for gastrointestinal (gi) bleed. Patient had a colonoscopy and it was after that procedure that the patient developed peritonitis. The effluent was cultured on unknown date and the results were (B)(6). The nurse stated that the peritonitis was due to the patient's (B)(6) and not any of baxter's products or touch contamination. Patient was started on intraperitoneal antibiotics and then intravenous antibiotics. The patient then had his peritoneal catheter removed because he developed (B)(6) and was then started on hemodialysis.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation.